Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. Upon troubleshooting, fse identified that there that the leds in ny15 pdu control module were off and the ups doesn¿t turn on. The philips engineer replaced fan tray and ups 1phase data integrity battery sp, and ups 1phase data integrity controller sp. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.